Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time was off by an hour. A technical support specialist (tss) dialled into the station, then corrected the station time zone and rebooted the station and it was reflecting the correct time. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device time was off for an hour. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.